Manufacturer narrative:
(B)(4)

Event description:
Two complete se stents were implanted in the right sfa. Approximately 32 months post index procedure the patient suffered in stent occlusion in the right sfa. The investigator assessed the event as remotely related to the study device, procedure and paclitaxel.